Event description:
It was reported that the customer had unresponsive buttons on the insulin pump. Customer's blood glucose level was 6.2 mmol/l. Customer stated that it takes a couple of times for the pump to register. Customer has decided to wait since the esc button is working now. Customer will call back if problem persists. No further assistance required.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.